Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11. A sample was not received at the investigation site for evaluation for the report of cme occurred after surgery; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after glaucoma shunt implant procedure, patient experienced cystoid macular edema, visual acuity loss and other symptoms are unknown.

Event description:
Additional information was received stating there was no defect related to stent and the patient was treated with steroid eyes for cystoid macular edema.

Manufacturer narrative:
Additional information was added in b.2., b.5. And h.6. The manufacturer internal reference number is: (B)(4).